Event description:
Physician was attempting to use the abre venous self expanding stent during procedure to treat proximal left common iliac vein and ivc. The vessel had no tortuosity or calcification. The vessel exhibited stenosis as follows lciv ref (10.1+21.4)/2=15.75 lciv (9.6+17.6)/2=13.6 leiv ref (12.8+14.9)/2=13.85 leiv(7/7+12.9)/2=10.3 rciv ref (15.7+21.2)/2=18.45 rciv (7.0+21.9)/2= 14.45 reiv ref(14.1+18.3)/2=15.2 reiv (8+14.1)/2=11.05. There was no damage noted to packaging and no issues noted when removing the device from the hoop/tray. The device was prepped per the IFU with no issues. It was reported that after stent was post dilated it extended approximately 1.5cm into the ivc.prior to post dilation the stent was at the ostium of the confluence. The lesion was pre-dilated with a 16x40mm pre-dilation device. The device did not pass through a previously deployed stent. No resistance was encountered when advancing the device. The findings were discovered during final venogram run. Procedure was then completed without any further actions. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: two images were provided for analysis. In image one you can see a stent fully deployed and the second stent is being dilated. Image two shows the two stents deployed. It is not clear from the images provided if the stent extended into the ivc. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.